Event description:
Reportedly post-op 7 -8 days, patient was brought back to the or after visiting the surgeon's office. Upon removing staples, it was found an infection occurred along the legs of the staples on both sides of the wound on the staple line. Staples were removed and it was not known how the surgeon completed. Patient known to have nickel allergies. Original procedure. 2004. Procedure type: lumbar fusion.